Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the xray tube was arcing creating the popping noise. The tube was replaced and the sys calibrated. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys 9800 was making a popping sound when attempting to xray. There was no adverse pt involvement reported. There was no pt info reported.